Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
Customer mother reported via phone call the insulin pump had a crack on it. Customer's blood glucose was unknown. Troubleshooting was performed for physical damage. Damage was located on the face of the screen lower left corner. Customer mother stated they weren't sure how the damage occurred. Customer had noticed the insulin pump had shut off when they noticed the damage. No troubleshooting was performed for the insulin pump shutting off. The customer's mother was advised to discontinue use of the device, revert to their back up plan per their health care provider's instructions, and the device needed to be retuned. The insulin pump was returned for analysis.